Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence (reported as not available). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to an aortic stent graft procedure, using a preclose technique, an attempt was made to deploy a prostar xl device in the mildly calcified common femoral artery using a 9f sheath. Reportedly, after deploying the needles, one needle was noted to be missing. A needle backdown technique was performed and the device was removed. Another prostar was successfully deployed and hemostasis was achieved. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The analysis of the returned device found the handle and needles were in a backdown position. There were suture slacks at the guide and a needle strike mark on the posterior lateral side of the barrel face. The evidence of needle strike marks on the barrel suggest that the needles might have been deflected by an unidentified cause. This confirmed the reported missing needle during needle deployment. Deploying the device at an angle greater than 45 degrees or the patient anatomical condition such as obesity, calcification or scar tissue can deflect the needles. During the investigation, the handle was deployed and all the needles presented at the hub. During manufacturing, needle deployment is checked to ensure that the needles/sutures are in the correct orientation. Based on the results of the investigation, the probable cause for the reported experience was determined to be related to the operational context in which the device was used. A review of the device lot history records did not reveal any nonconforming material records. A query of the complaint database for this lot found no similar incident. There is no indication of a lot specific product quality deficiency.